Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The defibrillation pads were not available for evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported by the (B)(4) that the device had prompted "connect electrodes" during pt use. It was indicated that (B)(6) was initially with this pt. The pt was in cardiac arrest. When (B)(6) transferred care of the pt to (B)(6) , the defibrillation pads (philips) were left on the pt. This is when the "connect electrodes" failure was observed. Immediately, the pt was transferred back to the device of (B)(6) and pt care was continued. There was no adverse event as a result of the reported failure. No pt specifics were provided.